Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Surgeon has questions regarding smart toe implant that broke. Inquiring how faulty are the implants. Implant was fine, no issue but eventually broke. Reported additional information, (B)(6) 2015, x-ray taken on (B)(6) 2016 implant good. X-ray taken on (B)(6) 2016 smart toe broken, not healed at the site of the 2nd digit, left foot.

Manufacturer narrative:
The reported incident that intramedullary arthrodesis implant smart toe ii 15mm / 0° angle for pip arthrod was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the most probable root cause was attributed to a user related issue. The failure was caused by a non union of the two bone fragments. The implant was found broken post operatively. The x-rays show a non union. Therefore if the union was not achieved or if it was developed a fibrous union plus the presence of motion, the implant could break. This would be the result of a non-union not to an implant failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon has questions regarding smart toe implant that broke. Inquiring how faulty are the implants. Implant was fine, no issue but eventually broke. Repreported additional information, (B)(6) 2015, x-ray taken on (B)(6) 2016 implant good. X-ray taken on (B)(6) 2016 smart toe broken, not healed at the site of the 2nd digit, left foot.